Event description:
It was reported that a proxis device was selected for use. The physician noticed a crack in the device which is thought to have introduced air into the artery and causing st elevation. A power injector system was utilized during the procedure.

Manufacturer narrative:
One 7f proxis long sheath assembly was returned for eval. The sheath tubing had been partially or fully crushed/kinked in numerous locations. A single crack was visible within the stopcock handle/valve core (as viewed through the top of the handle). No aspiration tubing deformation or other damage was noted. A syringe was attached to the stopcock and the device operation evaluated using both water and air. Leakage was observed from the interior of the stopcock handle/valve core; no other device leakage was observed. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The proxis device IFU warns that to avoid air introduction while advancing interventional devices into and through the proxis catheter, the user should open the contrast/saline flush line before advancing devices. The proxis device IFU cautions that the proxis system is not compatible with powered contrast injection systems. The stopcock and/or the aspiration tube may be damaged if subjected to high output pressure from powered contrast injection devices. The proxis device IFU cautions that the user should tighten all tuohy's before evacuation to prevent air in-take into the evacuation syringe. The proxis device IFU states that during preparation of the device, the user should attach a syringe filled with heparinized saline to the open hub of the 3-way stopcock on the proxis catheter. This 3-way stopcock connection leads to the central evacuation lumen of the proxis system. Ensure that the hemostasis valve on the proxis manifold is open and flush saline through the proxis catheter until the saline exits both the distal tip of proxis, and the hemostasis valve on the proxis manifold. Close the hemostasis valve and close the stopcock toward the catheter to maintain the prep.